Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the ventricular signals on the atrial channel. The oversensing led to inappropriate atrial tachy response (atr) mode switches. Technical services (ts) recommended reprogramming actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the ventricular signals on the atrial channel. The oversensing led to inappropriate atrial tachy response (atr) mode switches. Technical services (ts) recommended reprogramming actions. The device remains in use. No adverse patient effects were reported. Additional information indicates that the device was reprogrammed. It was noted that the health care professional (hcp) will continue to monitor the patient.